Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd892976 and gd892778 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.